Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p5h0900) sigphandle, sig power sigphandle handle (serial# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p5h0900) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastrectomy in a pancreaticoduodenectomy, the device worked without any problems until the middle, but the knife stopped when it had advanced approximately 50%. Indication of excessive force was noted. The knife was temporarily retracted, the jaw was opened, and when firing was performed again with a reload, this time, the knife stopped when it had advanced ap proximately 20%. At this point, the powered handle, adapter, and shell were replaced with new ones, and the resection was completed with a new reload. The surgery was extended for about 30 minutes. There was no patient injury.